Event description:
Pt was admitted through day surgery with torn mensiscus of left knee. Left knee arthroscopy was scheduled on 7/10/96. On or about 8:20 am the procedure began. At 9:10am the pressure sensor was noted to be deflated. Sensor was disconnected and all lines checked. Cassette was reinserted in the arthroscopy pump and sensor alarm did not sound. Procedure was completed at 9:25 am. When drapes were removed severe swelling was noted in left lower extremity. However, pt was monitored in recovery room. Pedal pulses remained palpable and vital signs stable. Pt was transferred out of rr at 11:45 am in stable condition and discharged home later that afternoon.